Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 75% to 25% while connected to a power source. In addition, the customer was unable to charge the pump despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.